Event description:
It was reported by the affiliate that the (1) mcm20 was used during a thyroid procedure. It was reported that the device would not function. There are no other details available. The case was completed with another instrument and there was no consequence to the pt.